Event description:
Procedure type: gastrectomy. According to the reporter: the customer reports that the gia stapler was positioned across the tissue and locked part way through the firing. The firing knob was forced to the distal position. The stapler did not transect this remaining tissue and the entire stapler moved at this point and tore tissue. The staple line was not intact and the stapler has to re-resect. There was 2-3 cm of unanticipated tissue loss. There was no bleeding reported in excess of 500cc. Nothing fell in the surgical cavity. The case was not extended by more than 30 minutes. There was no irreversible damage to the pt. No reinforcement material was used in conjunction with the stapling device. The lot number is unavailable and the device will not be returned for investigation as it was discarded by the customer.

Manufacturer narrative:
(B)(4).